Event description:
The device was returned for service. During testing, a failure code 534:320:844:0000 occurred. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event and no patient injury had been reported.